Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that heparin may have been infused at a more rapid rate than was indicated on the order, possibly due to tubing sets being crossed. The clinician reported that vancomycin was started at 2034 while heparin was started at 2037 and both infusions were programmed via interoperability with electronic health record (ehr) cerner. One pump module was set to infuse heparin (25,000units/250 ml, rate 12ml/hr) and the other pump module was set to infuse vancomycin (2250mg /500ml, rate 166.7ml/hr). For the module that was programmed to run vancomycin, it appears the bag completed after 271 ml. The hospital's clinical pharmacy specialist reviewed the all infusion detail report and suspected a possible line-crossing event. The hospital staff noted that since all data in cerner showed successful programming, proper charting, etc., the thought was that perhaps the lines or bags were reversed and the heparin was physically being run on the module that was supposed to be infusing vancomycin (therefore the rapid rate). There was patient involvement and due to the event, the patient's anti¿factor xa greater than 1.10. The patient had to receive protamine sulfate twice and required close monitoring of anti¿factor xa levels. The customer further noted that the patient had been on eliquis for approximately two weeks prior to being placed on the heparin drip. This would cause the anti-xa to be skewed, according to the customer. Per their pharmacist, eliquis, even after one dose, renders heparin monitoring inaccurate and there is no surrogate marker. Even after receiving protamine, there would be no change in labs for several days. The customer added that since they were able to intervene and administer protamine, there was no harm to the patient. The patient stayed on the unit and required no further treatment after protamine sulfate administration.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that heparin may have been infused at a more rapid rate than was indicated on the order, possibly due to tubing sets being crossed. The clinician reported that vancomycin was started at 2034 while heparin was started at 2037 and both infusions were programmed via interoperability with electronic health record (ehr) cerner. One pump module was set to infuse heparin (25,000units/250 ml, rate 12ml/hr) and the other pump module was set to infuse vancomycin (2250mg /500ml, rate 166.7ml/hr). For the module that was programmed to run vancomycin, it appears the bag completed after 271 ml. The hospital's clinical pharmacy specialist reviewed the all infusion detail report and suspected a possible line-crossing event. The hospital staff noted that since all data in cerner showed successful programming, proper charting, etc., the thought was that perhaps the lines or bags were reversed and the heparin was physically being run on the module that was supposed to be infusing vancomycin (therefore the rapid rate). There was patient involvement and due to the event, the patient's anti¿factor xa greater than 1.10. The patient had to receive protamine sulfate twice and required close monitoring of anti¿factor xa levels. The customer further noted that the patient had been on eliquis for approximately two weeks prior to being placed on the heparin drip. This would cause the anti-xa to be skewed, according to the customer. Per their pharmacist, eliquis, even after one dose, renders heparin monitoring inaccurate and there is no surrogate marker. Even after receiving protamine, there would be no change in labs for several days. The customer added that since they were able to intervene and administer protamine, there was no harm to the patient. The patient stayed on the unit and required no further treatment after protamine sulfate administration.